Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field(s): d8, d9, h3, h4 and h6. The device was returned for evaluation where the reported event was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the high frequency (hf) unit displayed an e433 electrical/electronic property problem. The issue occurred during a therapeutic transurethral resection of the prostate (turp) procedure that was completed by using a similar device. There was a delay of approximately 15 minutes while the patient was under sedation. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.